Event description:
The pt (B)(6) rec'd his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's stimulation had turned off a night twice during the past few weeks. The pt agreed to keep a diary over the next few weeks to document the occurrence. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.